Event description:
On (B)(6) 2026, I had ultherapy on my face at a clinic here in (B)(6) with the intent to tone my face-this was not a treatment I sought it was recommended by the clinician and I trusted her. The clinic assured me it was safe and FDA cleared for full face treatment. Within days of treatment, I noticed severe atrophy of my face and my skin drooping. I had no idea this could happen. I see now that there are a lot of similar complaints with this device. Patient warnings should be sent out and/or the device taken off the market. I also see that FDA required very little data to clear the ulthera system. I work in the medical device regulatory field and I am astounded that FDA allowed the indication to go through with so little clinical data and no required post market studies. I wish I would have known then what I know now. I have aged at least 10 years in just a month and it has severely impacted my state of mind and qol...quite depressing.